Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that during a system powering up the system never reached the patient info page, but went black and then the system on light turned off. It was also noted that the line power light was not illuminated. It was confirmed that the wall plug was active. The site rep then removed the back panel and tested the f11/f12 fuses. The fuses tested normally, but they were replaced regardless. The rep plugged the power cable back in and it was confirmed that there were lights on the power board but the line power light was still not illuminated. The voltage on the mobile view station (mvs) board to uninterruptible power supply (ups) was checked and measured abnormally low. The voltage was checked between the f9/f10 fuses as well but the rep could not get a reading. A power disruption was suspected. No patient was present during the time of the reported incident. The site did not want to followup on a system checkout and so no further action was taken. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a system powering up the system never reached the patient info page, but went black and then the system on light turned off. It was also noted that the line power light was not illuminated. It was confirmed that the wall plug was active. The site rep then removed the back panel and tested the f11/f12 fuses. The fuses tested normally, but they were replaced regardless. The rep plugged the power cable back in and it was confirmed that there were lights on the power board but the line power light was still not illuminated. The voltage on the mobile view station (mvs) board to uninterruptible power supply (ups) was checked and measured abnormally low. The voltage was checked between the f9/f10 fuses as well but the rep could not get a reading. A power disruption was suspected. No patient was present during the time of the reported incident. The site did not want to followup on a system checkout and so no further action was taken.